Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02033.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the distal end of the jet7 broke inside the patient's body. It was reported that the neuron max used with the jet7 was kinked which may have caused damage to the jet7. The physician was able to retrieve all the pieces of the jet7 from the patient's body. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned jet7 confirmed the device was fractured on the distal shaft. Probable cause of this damage is likely due to forceful retraction against resistance. It was reported that the neuron max used in the procedure was kinked. This damage likely contributed to the resistance during retraction of the jet7. If the jet7 is forcefully retracted against this resistance, damage such as a fracture may occur. Further evaluation revealed bends and kinks along the length. This damage is likely incidental to the reported complaint and may have occurred during packaging the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02033 h3 other text : placeholder.